Event description:
It was reported that a sitter select model 8361 had no voice or tone after it was powered on, the lights do come on. No patient injury reported.

Manufacturer narrative:
Evaluation results: (other) - inspection of the alarm shows that it does not tone when the magnet is removed.